Manufacturer narrative:
Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported right side "capsular contracture baker grade unknown." Healthcare professional reported "capsular contracture baker grade IV." Device has been explanted.

Manufacturer narrative:
E1.: zip code continued: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade unknown". Healthcare professional reported, "capsular contracture, baker grade IV". Device has been explanted.